Manufacturer narrative:
Method - follow-up with company representative.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedures at levels t10, t11, and l1. Postoperatively, the patient had atrial fibrillation. CT revealed the patient had bone cement in the right atrium, pulmonary artery and ventricle. Cardiac consultation was obtained on (B)(6) 2011 with cardio-thoracic surgeons and also interventional cardiology. The patient was stable until (B)(6) 2011; then the patient started to experience hypotension, low ejection fraction and was rushed to the or for off-pump open heart surgery. The bone cement was removed from the right atrium, pulmonary artery and right ventricle on (B)(6) 2011. The patient remains in stable condition and is recovering. No further information was reported.